Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using an unspecified number of bd vacutainer® sst¿, the sample would quickly harden. There were no health consequences or impacts reported.

Event description:
It was reported when using an unspecified number of bd vacutainer® sst¿, the sample would quickly harden. There were no health consequences or impacts reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 05-dec-2024. Investigation summary: bd received 1800 samples for investigation. Thirty of the samples were randomly selected for evaluation by visual examination for factors related to the indicated failure mode of fibrin and no issues were observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to fibrin as all samples met specifications. Complaints for sample quality are under statistical control for the month of september 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.